Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. Customer was visiting his grand baby at the hospital and next thing he knew he was in the emergency room and then off the pump for a week. The customer stated a week later was the blackout separate from the low blood glucose. The customer was offered to troubleshoot but declined. The customer stated that no low blood glucose lately and thinks he has the right adjustment.